Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a shelf carton of catalog# 320129 needles were shipped in the carton of catalog# 320136 bd micro fine¿ + pen needles. The following information was provided by the initial reporter, translated from japanese: "according to the customer¿s report, one shelf carton for cat#320129 was placed mistakenly in the shipping carton for cat#320136.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 16-sep-2022. Investigation summary: one sealed 31g x 5mm pen needle carton was returned from lot. No. 1342168, cat. No. 1342168 along with four photos. Visual examination of both the returned samples and photos was carried out and it was observed that lot. No. 1342168 is a 32g x 4mm japan 70 pack carton, however the carton returned is a 31g x 5mm pen needle carton with lot. No. 1342168 printed on it. Five sealed pen needle polybags from lot. No. 1342168 were observed inside the carton. A lot history review was carried out and one related nonconformance was identified. The process was corrected, and sampling performed as per applicable qc specifications. Aql sampling was performed, and no further defects were observed. This issue most likely occurred due to an incorrect carton in the pallet from the supplier.

Event description:
It was reported that a shelf carton of catalog# 320129 needles were shipped in the carton of catalog# 320136 bd micro fine¿ + pen needles. The following information was provided by the initial reporter, translated from japanese: "according to the customer¿s report, one shelf carton for cat#320129 was placed mistakenly in the shipping carton for cat#320136.